Event description:
The customer reported high blood glucose results while wearing a pod. The following history was provided: at 7:30pm, with a result of 290 mg/dl, the pod was deactivated. The caller stated that the cannula looked bent. No insulin wa seen or felt leaking from the pod. There was also no smell of insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.